Manufacturer narrative:
The event of "asymmetry" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: visibility/palpability ¿ asymmetry.

Event description:
Healthcare professional later reported "asymmetry", "pattern of irregularities in the gel", "stress fracture pattern", "chest pain", "swollen lymph nodes", capsular contracture baker grade I and "intact". This record is for the right side. The device has been explanted. Un-reporting rupture

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional later reported "asymmetry", "pattern of irregularities in the gel", "stress fracture pattern", "chest pain", "swollen lymph nodes", capsular contracture baker grade I and "intact". This record is for the right side. The device has been explanted. Un-reporting rupture.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Gel fracture: unable to observe through visual inspection as it is a physiological phenomenon. Chest pain: unable to observe through visual inspection as it is a physiological phenomenon. Visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.